Manufacturer narrative:
Product ID: 8711, lot# n107103002, implanted: (B)(6) 2007, product type: catheter. Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. Product ID: 8731, lot# b003013n28, implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
It was reported that patient went in to the hospital sometime in (B)(6) and all of a sudden started experiencing ¿really bad pain in the stomach¿. It felt like the pump was pinching when patient was bending over and this was the larger pump that was put in about 2 years ago. It was added that patient had lost 125 pounds of weight and felt ¿the front and back of the pump¿. It was then reported the pump moved around at that time and was bothering patient. It was also reported that patient was encouraged to sit in a comfortable position, so that the pump was going to be in an upward position. The healthcare provider (hcp) had suggested a girdle and it helped. However patient got neuropathy and the hands/feet got numbing /tingling effect. The pump was being used to deliver morphine fentanyl bupivacaine and dilaudid (hydromorphone). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported the past lost 100 pounds and felt like the pump was "squishing" her. It was reported the center of the pump, where she was tattooed was actually about 2 inches off. The pump had been decreased by twenty percent and an additional twenty percent on (B)(6) 2013 as the health care provider (hcp) was trying to determine if the patient really needed the pump before they surgically revise it. The pump was reportedly always crooked but after the patient lost the last 25 pounds in (B)(6) was when it caused really bad pain. The patient could not stand up or lie down. The patient felt like the device was squishing her between her bladder and her waist/belly button. When the patient would bend over it hurt. The patient also had edema and there was fluid around the pump. The patient's hcp had given the patient lidoderm patches that she would put over the pump to help with the pain but not the squishing pain. It was reported when the patient was in the "kpac" she was sent out to the hospital because her hands and feet were numb and that was when she was told it was neuropathy. Earlier that day was when the patient's pump started "squishing" her and hurt really bad. The hcp reportedly was telling her to try removing her pants and putting on a gown, stand up against the wall, try to hold it flat and nothing helped. The patient went home after that and the numbness spread to her arms and legs, stomach and whole body. Because of that the patient lost 25 additional pounds. It was reported the patient "felt a little better" and again 15 pounds back and then the edema started. It was reported the patient had a hard time feeling hot and cold water. The patient could l eave her windows open all year and didn't get cold from the air. The patient had a hard time walking because she couldn't feel the ground and had a hard time holding or grabbing things. The patient related the squishing of the pump to the numbness but her hcp told her it had nothing to do with the pump. It was also noted the patient had fallen three times because of the numbness. No further information was provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported the patient had an MRI on (B)(6) 2013 and the health care provider (hcp) reportedly thought two of the patient's vertebrae were pinching a nerve causing the numbness in her hands and feet. It was reported the pump moved 2.5 inches in february due to the previously reported weight loss. The patient continued to have pain when bending over, in her stomach and bladder. The patient wasn't hoping she didn't need the pump after her dosage was titrated down otherwise as reported a revision would be required for the pump position. It was reported the patient gained "about" fifty pounds in water weight in the last six weeks which caused her feet, hands and legs to be swollen. The patient was taking water pills, from 20mg to currently 80mg. The patient's next visit with her hcp was for (B)(6) 2013, for another twenty percent decrease. No further information was provided. Additional information has been requested, but was not available as of the date of this report.